Manufacturer narrative:
H3, h6) the mvs (mobile viewing station) power was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. "Unable to expose." Mvs power board passed bench test. Fuses passed continuity test and was installed in imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000181, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and checked logs and found system clock out of spec. Measured generator coin battery at 2.9v. Replaced the coin battery and reset the clock. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000181, product ID: bi71000167, product ID: bi71000852, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when pressing the handswitch or footswitch to expose with 2d or 3d, the system would not expose. No errors reported. No patient was present at the time of event.